Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock impedance measurements on the single coil right ventricular (rv) lead. There have been no delivered shocks and there is no evidence of noise. Boston scientific technical services (ts) suspects a patient condition such as ionization and/or calcification on the lead. Boston scientific technical services (ts) recommended isometrics and pocket manipulations and if clinically appropriate shock lead impedance testing. No adverse patient effects were reported. The device and rv lead remains implanted and in service. New information received indicates that shock lead impedance testing was performed per ts recommendation. Following the delivery of a 41j shock, this ICD recorded code 1005 indicative of a shorted lead condition. High out-of-range rv shock impedance measurements were reported along with high thresholds. Rv lead insulation damage was suspected. Surgical intervention was performed. The ICD was explanted, and the rv lead was surgically abandoned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Patient code 3191 is being used to capture the additional surgical intervention.